Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to finish filling a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce the last 10 units of insulin into the cartridge. The customer declined filling a new cartridge to address the issue and reportedly continued to use the current cartridge. Blood glucose level was not impacted.